Event description:
Physician was attempting to push the pusher/coil assembly through the sheath and into the rhv. Physician noted an abnormal "gritty" feeling before the coil passed into the rhv. He did not want to risk complication with the case so the coil/pusher assembly was pulled back to its original proximal position and removed the sheath from the rhv.

Manufacturer narrative:
Results: the pusher still has the coil attached to the distal detachment tip (ddt). The pet lock is still intact on the proximal end of the pusher. Conclusion: the complaint has been evaluated. The complaint indicates that there was a "gritty" feeling while advancing the coil in the sheath. During the evaluation the coil 400 was loaded into a rhv and advanced distally in an attempt to repeat the feeling that was indicated in the complaint. The coil advanced distally without an issue. There was no deformity to the coil. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.